Event description:
The patient intermittently felt a burning or stinging over one corner of the implantable neurostimulator. The sensation was felt whether the implantable neurostimulator was on or off. There was no known incident or accident related to the complaint. About 8 months later, it was reported that the neurostimulator site had began to swell and was painful. The patient had a knot, the size of a softball on her back. No device troubleshooting or treatment was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.